Event description:
The complainant alleged that during incoming inspection of the product, the device had no display. The complainant indicated that there was no pt involvement in the reported malfunction.